Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy mitek has been informed that the lot number is not available. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder procedure their knot manipulator was dropped on the floor and broke. The sales rep was unsure where on the device did it break. He stated that the device was put in the sharp bin before he could look at the device. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device is a newer device. The sales rep stated that the device was discarded.